Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin drops at the end of the tubing while fill tubing. Reportedly, the customer was able to load a new cartridge successfully. There was no reported impact to the customer's blood glucose level.